Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise. Boston scientific technical services reviewed the noise episodes and saw some events being oversensed. However, there was no asystole greater than 2 seconds observed. Reprogramming was performed, but the rv lead was ultimately surgically abandoned. No additional adverse patient effects were reported.